Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclavable camera head video image did not display even when connected to the video processor. The issue was found during an unspecified therapeutic procedure that was completed with a similar device. There were no reports of patient harm.